Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up, the lead exhibited high capture thresholds and low sensing values. The patient had not felt any discomfort. No intervention was performed at this time.